Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 to explant and replace the ipg. In addition, the new ipg was relocated. The issue of discomfort has resolved following surgical intervention.

Manufacturer narrative:
(B)(4). 1627487-07262012-002-r and 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort (described by the patient as heating) at the ipg site regardless of stimulation or charging. Surgical intervention is planned to address the issue.